Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that she had no delivery alarm. Customer's blood glucose at time of incident was 300 mg/dl. Customer reported that they are unable to troubleshoot a time of call. Customer reported alarm did not occur during manual prime. Customer was advised to change entire infusion set systems as soon as possible if suggestions do not resolved issue. Customer was advised that we are shipping replacement sets to try.